Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of 19abt964 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension leg kinked off in two places post insertion and clotted off within 24 hours. No other information provided.